Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. The complaint was determined to not be relevant to this investigation. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record. The company representative performed an on-site assessment and replicated the reported event. To resolve the issue, the nonconforming fluidics module then found the system to meet specifications per service test procedure (stp). The root cause of the reported event is attributed to the non-conforming fluidics module. This complaint has been reviewed and based on a low occurrence rate; it is determined that no further actions are necessary at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that during cataract surgery, an ophthalmic console had low vacuum in quad mode. The procedure was completed with another machine. There was no patient impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).